Event description:
It was reported that the delivery catheter system (dcs) was unable to cross the aortic arch due to the nose cone getting caught on calcium. The dcs was manipulated by turning the handle to realign the spine of the dcs and was readvanced. Forward force was applied to advance the dcs however it continued to get caught on the calcium. The patient became hypotensive. Upon investigation of the aortic arch, an aortogram revealed a perforation. The patient was converted to open heart surgery. The location of the perforation was too difficult to access and control and the patient died. Additional information was received that per the physician, the dcs caused the perforation and the cause of death was bleeding due to being unable to patch the perforation due to the location.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012421132); product type: 0195-heart valves; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the delivery catheter system (dcs) was unable to cross the aortic arch due to the nose cone getting caught on calcium. The dcs was manipulated by turning the handle to realign the spine of the dcs and was readvanced. Forward force was applied to advance the dcs however it continued to get caught on the calcium. The patient became hypotensive. Upon investigation of the aortic arch, an aortogram revealed a perforation. The patient was converted to open heart surgery. The location of the perforation was too difficult to access and control and the patient died.